Event description:
On (B)(6) 2014, a customer in reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument.

Manufacturer narrative:
The full number for the product in question is (B)(4). The customer was unable to return patient blood sample or site product to the immucor testing laboratory. Immucor technical support used a remote electronic connection method to assess test well images on the customer instrument on (B)(4) 2014. An immucor field service engineer visited the customer site on (B)(4) 2014 and performed some preventative maintenance activities. The instrument performed as expected.